Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 50 ml of fluid in the bladder. To verify the reported condition, the fill-port cap was removed. Upon removal, a back-flow (leak) was observed at the fill-port. Visual examination of the disassembled unit revealed the root cause of the leak was a 1.2-mm particle of acrylic resin between the check band and stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. (B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one (1) infusor leaked during preparation. Backflow from the filling port was observed during filling. The device was filled with saline. There was no patient involvement and no patient injury and medical intervention. The actual infusor sample is available. No additional information is available.